Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the physician was inserting the catheter over the spring wire guide (swg) in the medical intensive care unit (micu). At which time, they attempted to remove the swg and it started to unravel. Add'l info received on (B)(6) 2011, from the clinical nurse specialist stated the catheter was being inserted subclavian. The swg was removed intact from the pt. Another kit was opened and used successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine.